Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that customer completed the procedure with 3-arms. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the customer informed the technical support engineer (tse) that mid-procedure they reported arm2 had some insertion issues with the camera. The customer stated that when they advance the endoscope it stops about halfway down. The customer tried a different instrument the arm and had the same result. The customer reseated the sterile adapter and ensured no drape material was getting bunched up on the linear rail as well as inspected the rail for any loose bolts backing out. The customer was moving forward as a 3-arm procedure. The procedure was completing as planned with no reported injury.